Event description:
It was reported that the patient experienced bradycardia while under general anesthesia. Interrogation of the patient's device noted a right ventricular (rv) lead warning for high impedance dated approximately 9 months prior. The lead also exhibited oversensing, high thresholds, no capture, and was fractured. The rv lead was also confirmed to have dislodged via x-ray. It was further reported that during the rv lead revision procedure, the replacement rv lead exhibited high impedance during implant and was not used. A new rv lead was chosen and implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).